Manufacturer narrative:
Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained keypad overlay. Unit received with missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump broke at the reservoir connection customer also indicated that the plastic guard and the o rings are missing. The customer's blood glucose reading was unknown at the time of incident. No further details given.